Manufacturer narrative:
Device analysis report attached. This report is submitted on june 6, 2024.

Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient experienced a skin flap infection with purulent discharge, resulting in exposure of the implanted device. The patient was treated with oral antibioics, and the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device on the contralateral ear during the same surgery.